Manufacturer narrative:
This statement is to correct information reported in initial report sent on sep 25 2015.

Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from jan 2007 to jan 2013. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged wound dehiscences with return to the or are related to v.a.c.® therapy. Kci has made attempts to obtain additional information, so far without success. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On aug 28 2015, kci received article, adogwa, o., fatemi, p., perez, e., moreno, j., gazcon, g., gokaslan, z., bagley, c. Negative pressure wound therapy reduces incidence of postoperative wound infection and dehiscence after long-segment thoracolumbar spinal fusion: a single institutional experience. The spine journal, 2911-2917, that reported three patients developed wound dehiscence and returned to the operating room (or) while on v.a.c. Therapy. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.